Event description:
It was reported that the helical blade would not pass through the nail hole during a trochanteric fixation nail (tfn) procedure for a hip fracture. After the blade was backed out, an indentation of approximately 1/64 of an inch was noted on the blade, causing it to catch during insertion. The surgeon attempted to re-drill to insert the blade, but the same issue occurred. Ultimately, a lag screw was used in place of the helical blade. The chosen lag screw was not available in the operating room. A ten (10) minute surgical delay was reported. No additional information was provided. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 456.305s, lot number 7825861, 11.0mm ti helical blade 100mm-sterile). The 456.305 helical blade is an implant routinely used in the titanium trochanteric fixation nail system per the technique guide. The 456.305 helical blade was returned and reported to have been unable to pass through the proximal locking hole in the nail. This condition is confirmed; the helical blade has a significant gouge in the distal tip of one of the flutes from colliding with the nail. It is likely that the nail¿s locking mechanism was lowered prior to the attempt at inserting the helical blade leading to this complaint condition. It is also possible that soft tissue may have obstructed the path of the helical blade during surgery. The device was manufactured during november 2014 and is less than a year old. The balance of the device is fairly good condition with some wear from the attempted insertion. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device cannot be replicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include: hwc. (Expiry date): september 2023 device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: november 7, 2014 - expiration date: september 2023. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows that this lot of ti helical blades was processed through the normal manufacturing and inspection operations with no scrap, rework, or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release. A review of the raw material DHR revealed it to conform to all requirements at the time of acceptance with the exception of one non-conformance report (ncr) written for the raw material. A review of the ncr noted above for the raw material lot revealed it has no relationship to the complaint. The ncr was written for the beta-transus value on the certificate of testing being listed in english units rather than in metric units. The supplier was informed, and provided a corrected certificate of testing with the beta-transus listed in metric units. There was no impact on the manufacturing process or final product, as this ncr and rework were for documentation only. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.